Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to oversensing/noise on the right ventricular (rv) lead. It was also noted that there was no capture and there was a high number of v-v intervals. A magnet was placed over the device and external pacing was available as the patient heart rate was in the 40¿s at times. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed rv (right ventricular) defibrillation coil was fractured while in-vivo, the inner insulation of the lead developed a breach due to abrasion while in vivo, and the outer insulation had an abrasion due to mechanical heart valve. The analyst commented that the conductor fractures and insulation breaches are likely due to abrasion from a mechanical heart valve. Concomitant: d154awg ICD implanted: 2009-(B)(6). (B)(4).